Event description:
This report summarizes 8 malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
Additional information: 8 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. (B)(4) previously reported events are included in this follow-up record. Product return status (B)(4) devices were received. (B)(4) device was not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device had run-on. (B)(4) events had no patient involvement; no patient impact. (B)(4) event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 6 devices were received. 2 devices were not available for evaluation. Additional information 8 devices were not labeled for single-use. 8 devices were reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.